Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a pump error. The customer¿s blood glucose was 8.7 mmol/l at the time of incident. Customer stated that the insulin pump had a recurring pump error and no significant event leading to pump error was observed. Customer was able to rewind the insulin pump and requested to have the it replaced due to recurring pump error. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Unit passed rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 130 alarms were noted. The motor was tested outside the device and passed. Unit received with minor scratched display window and case.